Event description:
Menu and up/down buttons were defective on infusion device. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.